Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the reservoir and pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump passed visual inspection and leakage test. The kink resistant tubing (krt) was trimmed down to the pump bulb and not returned for analysis. The pump krt was worn to the filament and the outer layer of pump bulb was worn down due to wear against the pump strain relief and the krt junction. Product analysis was unable to identify a device malfunction with the returned device. As the tubing was not returned, the reported hole on the tubing could not be confirmed. Based on the information available and analysis results, the cause could not be established and was unable to confirm the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing between the reservoir and pump. No patient complications were reported.